Event description:
A customer reported false negative hbsag results on a patient sample using the vitros hbsag assay on the ecianalyzer. Positive results were obtained using an alternate method. False negative hbsag results could present a risk to public health. The patient died of hepatitis b infection.